Event description:
Incident reported on a voluntary medwatch by rn, consumer had an insulin syringe needle breakoff into the skin. Unclear on the form whether any surgical intervention was required, however, "required intervention" is checked off on the report dated june 2005 - received at bd 12/20/2006.

Manufacturer narrative:
Item upc/lot number is unk. Unable to conduct quality investigation.